Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted that the shaft was kinked. The device passed all standard pressure decay, aspiration, and hemostatic testing procedures. A tear was identified on he outer slit of the hemostatic valve, including a possible distortion on the inner slit. The device did not pass extensive testing in the hemostatis phase while a dilator was inserted, angled, and withdrawn or with a polarx catheter was in the sheath. The device also did not pass the aspiration testing while a polarx was inserted, angled, or withdrawn into and from the sheath valve. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that after successful completion of cryoablation with the polarx balloon catheter to treat atrial fibrillation (af), the physician wanted to ablate the cavo-tricuspid isthmus line with a intellanav mifi oi catheter and the polarsheath. Mapping was completed with the rhythmia system. Following several applications to block the cti the physicians stopped the procedure due more than usual blood loss from the patient through the sheath. No additional patient complications were noted and the patient's condition was fine post procedure. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after successful completion of cryoablation with the polarx balloon catheter to treat atrial fibulation (af), the physician wanted to ablate the cavo-tricuspid isthmus line with a intellanav mifi oi catheter and the polarsheath. Mapping was completed with the rhythmia system. Following several applications to block the cti the physicians stopped the procedure due more than usual blood loss from the patient through the sheath. No additional patient complications were noted and the patient's condition was fine post procedure.